Manufacturer narrative:
The balloon burst during inflation. There was no reported patient injury. The procedure was intended for treatment of stenosis in the target lesion. The target lesion was the superficial femoral artery (sfa). The lesion was not calcified and had little to no vessel tortuosity. The device was not used for a chronic total occlusion (cto). The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There were no difficulties in removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU. The contrast to saline ratio was 50/50. The brand of inflation device was the encore 26. There was no difficulty crossing the lesion. The balloon did not pass through a previously placed stent. The product was removed intact (in one piece) from the patient. A leak was noted at the proximal shoulder of the balloon after it was removed from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17051823 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors, although unknown, may have contributed to the reported event. According to the instructions for use ¿proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ according to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the balloon burst during inflation. There was no reported patient injury. The procedure was intended for treatment of stenosis in the target lesion. The target lesion was the superficial femoral artery (sfa). The lesion was not calcified and had little to no vessel tortuosity. The device was not used for a chronic total occlusion (cto). The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There were no difficulties in removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU. The contrast to saline ratio was 50/50. The brand of inflation device was the encore 26. There was no difficulty crossing the lesion. The balloon did not pass through a previously placed stent. The product was removed intact (in one piece) from the patient. A leak was noted at the proximal shoulder of the balloon after it was removed from the patient. The device will not be returned for evaluation.